Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported the cue covid-19 test for home and over the counter (otc) use provided false negatives followed by positive covid-19 rapid antigen test. The customer did not respond to technical support attempts to collect further information including frequency of event, cartridge lot number, cartridge serial number, reader serial number, patient specific information or rapid antigen brand and test date.